Event description:
At the removal site of the freestyle glucose monitor made by abbott laboratories I suffered a severe contact dermatitis relating to the new acrylate they are using as an adherent. FDA safety report ID# (B)(4).